Event description:
The layer user/patient called lifescan (lfs) in 12/2005, and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter the 2nd day, since the user could not be reached by telephone for further clarification. The pt reported that about a week earlier, she passed out. The pt's family member tested her blood glucose after she passed out, at approximately 12:00 a.m., and obtained a result of 113 mg/dl. The paramedics were called and upon arriving they tested her blood glucose; the result was 49 mg/dl. The pt's family member gave the pt a glucose injection; therefore, the paramedics did not treat the pt. It would have been helpful to know when was the last time the pt tested on her meter prior to passing out, if any medications were taken prior to passing out, and the times that the events took place. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The technique for cleaning the puncture site was not correct. The pt performed a control solution test, which passed. This complaint is being reported as an adverse event because the pt is alleging her meter was inaccurately high and she subsequently suffered a hypoglycemic event. A replacement meter has been sent.